Event description:
On (B)(6) 2013, a peritoneal dialysis (pd) pt's daughter called to have the cycler picked up as final pick up. The daughter confirmed the pt passed away with no additional details. Upon further investigation it was found the pt was hospitalized (b)64 )2013 for reasons unrelated to pd therapy. During a follow-up call with the pt's pd nurse it was found that the pt expired due to encephalopathy on (B)(6) 2013. A death summary has been requested but not received.

Manufacturer narrative:
A death has been reported as part of a final pick up per customer request. Due to lack of info, MDR's will be filed for each concomitant device as part of a system level review. A supplemental report will be submitted as additional info is obtained.